Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation revealed the instrument was received with disrupted timing. The reload was received with scratches on the inner tubes. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition is a result of improper loading of a sulu. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic umbilical hernia procedure. The device was being applied to the abdominal wall with parietex mesh. The instrument fired the first ten tacks fine. Then the tacking device was loaded properly but would not fire any tacks. There were difficulties loading the reload onto the handle. The reload was not securely fastened onto the shaft. There was no difficult in pressing the "push to reload" button but there was difficulty in navigating the lock and unlock button. The reload was not used in the patient after the loading issues were experienced. In order to resolve the issue and complete the case, opened another instrument. There was no patient harm. The patient status is alive, no injury.